Event description:
It was reported that a minimum fill notification occurred. There was no reported adverse impact to the customer's blood glucose level. The issue was resolved when the caller successfully reloaded the original cartridge onto the pump and resumed insulin delivery.